Event description:
It was reported the physician implanted a 15mm gore helex septal occluder to close an atrial septal defect. The defect was not balloon sized, but echocardiographic imaging showed the defect measured 6mm. One day following implant, the device embolized to the base of the brachiocephalic artery. The device was retrieved with a snare and a non-gore device was implanted with no adverse effects.

Manufacturer narrative:
The device is unavailable and therefore an engineering eval cannot be performed. However, a review of the mfg records verified the lot was processed normally and all pre-release specifications were met. An imaging analysis is currently in progress.